Event description:
It was reported that one of the patient¿s implants was removed a year and a half after implant due to infection. The rest of it was removed in 2010 or 2011 when the patient bumped his head and that side got infected. Additional information has been requested, but was not available as of the date of this report. Please refer to manufacturer report # 3004209178-2013-12620.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 3387s-40, lot # v184846, implanted: (B)(6) 2008, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot # v184846, implanted: (B)(6) 2008, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
Additional information received reported both sides of the deep brain stimulator (dbs) had been removed/explanted due to infection. They were removed 1 year apart. It was further reported the patient didn¿t experience any other symptoms related to the infection.